Event description:
It was reported that the patient presented in the emergency room with right ventricular (rv) lead dislodgement. The rv lead was repositioned on (B)(6) 2025. Upon interrogation at pre-discharge check, it was noted that the rv lead exhibited intermittent capture at high output. Chest x-ray was performed and confirmed the rv lead dislodgement took place again. It was also observed that the right atrial lead had lack of slack. As a resolution programming changed were made on (B)(6) 2025. Patient condition was stable throughout.